Event description:
Status post bilateral subglandular inframammary gels (unk size, type) for augmentation. Notes decreased size. No history of trauma or change in shape/texture except flatter, arthralgias (am stiffness)/myalgias, paresthesias, adenopathy, fatigue, sleep disturbances, headaches, visual changes, memory loss, sicca, shortness of breath/chest pain, weight gain, gi changes and miscarriage. Otherwise healthy. Ruptured left breast implant.